Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 84 mg/dl. The customer was advised that the device would be replaced and revert to a backup plan.

Manufacturer narrative:
The pump was received with a button error alarm and had no button response due to corroded keypad traces. Unable to perform the displacement test or verify the weak signal alarm due to no button response. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, broken battery tube threads, a cracked belt clip slot and minor scratches on the lcd window.